Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d)exhibited noise on the ventricular sense channel. This noise resulted in the generation of episode, which was diverted. The oversensing also resulted in pacing inhibition. The patient was sleeping at the time, and has an underlying rhythm. Thus, no symptoms were associated with the pacing inhibition.